Event description:
It was reported that, when using the defibrillator, the nurse modulated the defibrillator for 200j and discharged it. During the discharge, it could not be discharged. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.

Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 indicating that the device failed to shock during defibrillation. Device was in clinical use at the time of event. However, there was no patient harm or injury reported. There was no information about patient and procedure. The device was evaluated by customer only. There was no further information regarding the tests customer performed, and how customer determined the cause. However, customer confirmed that the device meets the specification and works functionally. Operation personnel is not familiar with the device which caused the reported problem. Dealer has instructed customer to operate the device correctly. Device was found to work functionally. Patient event files, hardware and software logfiles are not provided by customer. Therefore, no further analysis was available. Based on the information available and the testing conducted, the cause of the reported problem was user error. The reported problem was confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : the device was evaluated by customer only.

Manufacturer narrative:
Correction: conclusion code has been corrected. This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 indicating that the device failed to shock during defibrillation. Device was in clinical use at the time of event. However, there was no patient harm or injury reported. There was no information about patient and procedure. The device was evaluated by customer only. There was no further information regarding the tests customer performed, and how customer determined the cause. However, customer confirmed that the device meets the specification and works functionally. Operation personnel is not familiar with the device which caused the reported problem. Dealer has instructed customer to operate the device correctly. Device was found to work functionally. Patient event files, hardware and software logfiles are not provided by customer. Therefore, no further analysis was available. Based on the information available and the testing conducted, the cause of the reported problem was user error. The reported problem was confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : the device was evaluated by customer only.

Event description:
It was reported that, when using the defibrillator, the nurse modulated the defibrillator for 200j and discharged it. During the discharge, it could not be discharged. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.